Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an incision breakdown at the implantable pulse generator (ipg) site. The incision was washed out and the patient was placed on prophylactic antibiotics. The patient was subsequently doing well.